Manufacturer narrative:
Philips service replaced the phase voltage monitoring relay, and the device was restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a power cut occurred during a procedure, and the machine failed to turn on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.